Manufacturer narrative:
The returned used electrosurgical unit was received for evaluation. This device passed all functional testing and the unit has proper output in all modes. This unit needs a software update. Based on the results of this device evaluation, the reported patient burn was not able to be confirmed. This device was manufactured in 2009. A review of the device service history record shows the device is past due for preventive maintenance. A 2-year review of complaint history shows 3 reports for this device family and failure mode - patient burn. During this same 2-year time period over (B)(4) units were sold world-wide. The operator's manual for the system 2450 electrosurgical generator provides the following cautions for use: - safe and effective electrosurgery is dependent no only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment. The system 2450 is capable of causing physiological effects, including burns to the patient or operator. Only properly qualified and trained operators should perform electrosurgery. The operator and their support personnel must be diligent in assuring that the esu is properly configured and that proper settings are used. The esu must be in a location that assures that the operator and their support personnel can readily verify the settings.

Event description:
It was reported by the user facility that a system 2450 esu, bipolar forceps and a bipolar cord were used during a nasal surgery. According to the reporter, a grounding pad was placed on the patient and only bipolar function was used. As reported, burns were found on the patient's external nostrils. The severity of the burns was not provided. The course of care or treatment for the burns was also not provided.